Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is related to ongoing issues previously reported on 0001825034-2019-00602.

Event description:
Upon reassessment of the reported event, it was determined that this device is related to ongoing issues previously reported on 0001825034-2019-00602.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-01516, 0001825034-2020-01517. Concomitant medical products: partial tibial cemented size d right medial, item# 42538000402, lot# 63610813. Partial articular surface right medial size d 9 mm thickness, item# 42528200409, lot# 63442433. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is continuing to experience ongoing pain in the right knee approximately two years and two weeks post implantation. The pain in the right knee (medial aspect) has worsened. There are no obvious changes on x-rays compared with twelve months ago. Spect CT scan ordered and vitamin d levels checked. The patient will be seen again this month. There is no additional information at this time.